Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time additional information has not been received. The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfiles reviews shows that all treatments wer completed to 100% and all laser system functions were within specifications at this day. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A technician reported a case of transient light sensitivity syndrome (tlls), observed on a patient's left eye at eleven days post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Patient noted increased light sensitivity in all lighting conditions, increased tearing and pain. Additional information has been requested.